Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 060 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: a review of the black box revealed several ¿call service (cs) 060¿ alarms post the time/date setting to the device¿s end of life to, ¿12/31/2023 at 23:59¿. The ¿cs060¿ occurred 1 minute after to indicate an error of time/date end of life issue. The ¿ez-prime¿ steps were performed correctly; no ¿cs060¿ alarm or any errors, alarms or warnings occurred during the investigation. The product performed within specification and the reported ¿cs060¿ during testing was not duplicated. Use error was concluded to be the issue. The battery/cartridge caps were not returned; therefore, test caps were used during investigation.